Event description:
Information was received that reported a patient was hospitalized on 11/24/2006 due to hyperglycemia. The reporter states that they were vacationing in orlando when the patient became ill. The patient began vomiting and they could not lower her blood glucose. Upon admit to the hospital, the patient's blood glucose was measured at 592. The patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.